Manufacturer narrative:
(B)(4). Conclusions - (no device failure): based on the complaint history, it was determined that the root cause of this event was the pupil expander ring used during this procedure and was not lens related. #(B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the pt's eye. Reporter stated a pupil expander ring was used during this event, the metal part of the ring tore the capsule. A anterior vitrectomy was performed. The lens was removed and a 3-piece lens was implanted. The incision was not enlarged and one suture was used to close the wound. Reporter stated this event was not lens related. The facility discarded the lens.